Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of the foot on the block chipped off while the scrub was taking the shim off. Also, multiple springs have loosened. All pieces retrieved.

Manufacturer narrative:
It was reported that a piece of the foot on the block chipped off while the scrub was taking the shim off. Also, multiple springs have loosened. All pieces retrieved.the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not confirm the failure mode as reported. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.